Event description:
It was reported that patient with this implantable pacemaker stated that the pacemaker did not work right. Also, patient advocated stated that "the lead was not connected". Moreover, the lead was connected but patient never got better. A new device was implanted and added an extra lead however, patient still experiencing out of breath. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.